Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 26 mmol/l which was treated with manual injection. It was unknown that auto mode feature was active or not at the time of event. Customer stated that they performed displacement test and high pressure test. Insulin pump passed displacement test. Customer stated that insulin pump was operating as designed. The insulin pump will not be returned for analysis.